Event description:
Discordant, falsely low carbon dioxide (co2), blood urea nitrogen (bun), creatinine, glucose and calcium results were obtained on one patient sample on an advia 1800 instrument. The discordant results were reported to the physician(s). The sample was repeated on the same instrument, resulting as expected. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low co2, bun, creatinine, glucose and calcium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced all pump seals. Quality controls and calibrations were run, all resulting within range. The cause of the discordant, falsely low co2, bun, creatinine, glucose and calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.